Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be updated when additional details are received.

Event description:
Boston scientific received information that this atrial lead had dislodged three weeks post implant. A revision procedure was performed and issues with the helix were experienced during efforts to reposition the lead. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was electrically continuous. The lead tip and helix appear intact and undamaged. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.